Event description:
It was reported that, "physical examination: right leg pain. X-ray interpartion: ap pelvis and lateral right hip confirm a failed cemented femoral component. There is associated heterotopic ossification. Assessment: failed right hip replacement."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.